Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced alarm-audio/vibrate anomaly/absence of alarm, hypoglycemia with the blood glucose value of 40 mg/dl. The customer reported hypoglycemia and was treated with glucose/carb intake, emergency room visit/ambulance. The event involved product(s) mmt-1884, mmt-399a, mmt-326a. Customer has been using the insulin pump system within 48 hours of reported event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1884. No product return is required for mmt-399a. No product return is required for mmt-326a.

Event description:
Updated summary: customer reported that he had a low alert but it did not alarm to notify him, even though the alert was supposed to be on high pitch. His wife called the paramedics and the low was treated with glucose and gatorade. What led up to the event was that customer did not eat enough. Pump passed displacement test, fill tubing, and self-test. Customer declined further troubleshooting. Pump was used at the time of the low and smartguard was used per carelink. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.